Manufacturer narrative:
See attached for supplier evaluation.

Event description:
It was reported on 07/28/2022 by a sales representative via sems that an ar-6480 pump is spinning too fast. This was discovered during a case with no patient harm.